Manufacturer narrative:
Correction: upon further investigation, it has been determined this is not a reportable serious injury. This medwatch will be voided/ retracted.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient presented with an aneurysm in the aorta and iliac artery and underwent treatment utilizing two gore® excluder® iliac branch endoprosthesis (ibe) devices. The physician inserted and advanced the initial ibe device the treatment zone and was successfully deployed. The second ibe device was advanced and while positioning the endoprosthesis, over rotated the ibe device by attempting to orient the gate of the ibe device and kinked the iliac artery. The physician made several attempts to remove the ibe device and was ultimately unsuccessful. Since withdrawal of the device could not be achieved, the physician switched to a surgical approach to remove the device and complete the procedure. The devices were discarded at the facility. The patient tolerated the procedure.